Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the audio bolus button has not been working for three weeks. The keypad was reportedly intact and the patient wore the pump in pocket and did not clean the pump.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.